Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they had both their implant and lead removed on (B)(6) 2024 because patient had to keep getting mris for "issues" that they have and reported it was an issue and also reported the stimulator didn't work at all for them. Patient stated they want to say this started within after about 9 months after they got it and stated after going through all the programs, they noticed it wasn't working and they added more programs over time because they wanted it to work. Patient inquired about what to do with external devices. Reviewed information with patient. Warm transferred patient to hcit at call closure for wipe command to be sent to handset per patient's request. Sent email to device registration to update of implanted system removal. Agent did not ask about the circumstances that led to the reported issue. Documented reported event. No further action was taken by patient services.